Event description:
User reported that unintended pump stops when flow was increased to a high rpm setpoint. There was no patient harm; however, this type of event is considered reportable.

Manufacturer narrative:
Upon return, the pump was tested at the same rpm the user reported the fault. The fault could not be replicated. Futher investigation is ongoing to determine the root cause.

Event description:
User reported that unintended pump stops when flow was increased to a high rpm setpoint. There was no patient harm; however, this type of event is considered reportable.

Manufacturer narrative:
Upon return, the pump was tested at the same rpm the user reported the fault. The fault could not be replicated. Further investigation found the pump to have the wrong circuit board fitted.